Manufacturer narrative:
(B)(4). There was no reported product deficiency. Atrial fibrillation/arrhythmia is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that the patient was hospitalized on (B)(6) 2009, with atrial fibrillation requiring electric cardioversion and treatment with medication. No percutaneous coronary intervention was performed. The outcome for the patient was noted as resolved (date not recorded). It was indicated by the physician that the left posterior descending artery stent was the culprit lesion site. Relation to the investigational device is noted as unrelated and the relation to the investigational procedure is noted as unrelated. Though requested, no additional information was provided.